Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedance measurements of zero ohms. The device system was tested in all vectors and shock impedances were zero ohms in can to coil and triad configurations. The patient was brought back to the clinic and normal shock impedance measurements were noted. Isometrics and arm movements were performed and there were no changes noted. A 41 joule synchronized shock was delivered which resulted in a shock impedance measurement of 41 ohms. No additional adverse patient effects were reported. The lead remains in service.